Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. The patient's implantable cardioverter defibrillator (ICD) had incorrectly interpreted signals leading to episodes of inappropriate shock, inadequate antitachycardia pacing (atp) therapy, and no high voltage (hv) output. The patient experienced symptoms of feeling weak and had shortness of breath. The ICD was reprogrammed. The patient was stable throughout the procedure.